Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 02.221.090s, lot number: 1005p49, manufacturing site: mezzovico, release to warehouse date: 10 aug 2022, expiration date: 01 aug 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that during surgery on (B)(6), 2023, the plate broke while the surgeon was bending it. A new plate was opened to complete the procedure. There was a delay of a couple of minutes while the new plate was opened. There were no patient consequences. This report involves one 3.5/4.5mm va ppfx prox femur hook pl/large/8h/right/ster. This is report 1 of 1 for (B)(4).